Manufacturer narrative:
The reported events were lead dislodgement and high pacing impedance. A complete lead with stylet inserted was returned in one piece. The reported event of high pacing lead impedance was not confirmed. Electrical, x-ray, and visual evaluations were normal with no anomalies found.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the lead exhibited high pacing impedance and dislodged from its position. The physician elected to complete the procedure with a different lead. The patient was in stable condition.